Event description:
(B)(6) study. It was reported that the patient died. In (B)(6) 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. Target lesion 1 was located in left main coronary artery (lmca) with 85 % stenosis and was 18 mm long with a reference vessel diameter of 4.5 mm. Target lesion 1 was treated with pre-dilatation and placement of a 4.50 mm x 20 mm study stent. Following post-dilatation, residual stenosis was 0 % with timi flow 3. On the following day, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2021, post index procedure, subject expired due to sudden cardiac death and in response to the event no action was taken and autopsy was not performed.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
B5: describe event or problem updated. A1: patient identifier: (B)(6).

Event description:
Evolve_lv_xlv. It was reported that the patient died. On (B)(6) 2020, the subject was referred for cardiac catheterization and on the same day index procedure was performed. Target lesion 1 was located in left main coronary artery (lmca) with 85 % stenosis and was 18 mm long with a reference vessel diameter of 4.5 mm. Target lesion 1 was treated with pre-dilatation and placement of a 4.50 mm x 20 mm study stent. Following post-dilatation, residual stenosis was 0 % with timi flow 3. On the following day, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, post index procedure, subject expired due to sudden cardiac death and in response to the event no action was taken and autopsy was not performed. It was further reported that, during the time of death, the subject was not in the hospital and it was unknown whether the subject was under hospice care.